Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose rose to 488 mg/dl. Customer stated their blood glucose was high from not having insulin. Customer was able to correct their blood glucose with a manual injection. The customer also requested assistance with manually inserting their infusion set. The customer declined to return the insulin pump for analysis.